Event description:
The account alleges that the foot section have been moved unintentionally when several members of the patient's family sat on the foot end at the same time. No injuries were reported.

Manufacturer narrative:
The technician replaced the lift arm, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.